Event description:
It was reported that the the right ventricular (rv) lead exhibited high pacing thresholds and high impedances. During the procedure to extract the rv lead the lead fell apart. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2001. (B)(4).